Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a history of low impedance measurements less than 200 ohms. The presenting electrogram displayed noise not being marked by the device. Technical services discussed testing recommendations. The patient implanted with this lead was presented in the clinic and isometrics were performed. No noise was observed on the rv lead. The patient was to be continuously monitored on the latitude system. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the lead was oversensing noise. Surgical intervention was performed and the pace/sense portion of the lead was surgically abandoned and replaced. The high voltage portion of the lead remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead exhibited high out-of-range shock impedance measurements. The device system was electrically deactivated but remains implanted. No further intervention is planned. No adverse patient effects were reported.